Event description:
The patient reported that the previously working patient activator was no longer working. Per sales representative's request, a replacement patient activator was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.